Manufacturer narrative:
(B)(4): the customer reported an unspecified failure during a pt event. The pt died, but the customer reported the device did not play a role in the pt's outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified failure during a pt event. The pt died, but the customer reported the device did not play a role in the pt's outcome. The date of death is unk at this time.